Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fluid leak at the conductive clip of a prismaflex m150 set. A nurse observed this issue in the intensive care unit (ICU) during treatment. When the issue was found, the set was replaced and treatment was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the effluent line was unglued. Further testing revealed that there was a leak at the bonding between the discharger ring and the effluent line. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. To address this issue, the supplier has been notified of this condition. Should additional relevant information become available, a supplemental report will be submitted.